Event description:
It was reported that the right ventricular lead exhibited intermittent and oversensing of noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 15.0 cm from the connector tip, due to friction with another device. The proximal coil was exposed in the same area which could cause the reported noise problem.